Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior and posterior sides and yellow particles in the shell. A leak test and microscopic analysis were performed which identified a striated opening on the anterior and posterior sides, a sharp opening on the posterior side, and fold creases. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side assessed as an unidentified tear opening, and a striated opening on the anterior and posterior sides assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety.

Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted.